Manufacturer narrative:
Analysis of the returned device revealed that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate detritus adhesion on the surface and indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks and mild contamination, likely biologic. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation conclusion code of operational context was assigned to this investigation.

Event description:
It was reported that during a benign prostatic hyperplasia procedure, the fiber was end firing after 184,325 joules and 17:39 minutes of use. A second fiber was utilized to complete the case. There were no patient clinical consequences reported due to this event.